Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2024-00005 originally submitted on 26march2024. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.

Event description:
On (B)(6) 2023, patient implanted with a remede system. Patient has an existing crt-d. On (B)(6) 2024 patient was admitted to the hospital with sepsis evolving into septic shock due to mmsa bactermia. A small mobile echodensity likely representing a vegetation or thrombus appears attached to an ICD lead. On (B)(6) 2024, patient had the remede system and crt-d explanted due to sepsis. ICD tip culture results show no grow, patient had been on antibiotics. Post procedure patient was hypotensive requiring pressors and ICU transfer. On (B)(6) 2024 patient was discharged from hospital on antibiotics.